Manufacturer narrative:
The hill-rom field technician replaced the brake detent to repair the bed. Mod 373 is a field corrective action which replaces the brake detent assembly. This failure occurred following the correction of this unit.

Event description:
Alleged the bed is slowly drifting out of the brake position.